Event description:
An aneuryx stent graft had been implanted in 2005. She subsequently developed a very large type I endoleak at the proximal aortic neck. This required urgent repair to prevent the aaa from rupturing. Needed to use an endologix proximal cuff and a palmaz stent to correct the type I endoleak. Was very successful and pt went home in one day. Route: #1 and #2: intra-arterial. Dates of use: #1 and #2: 2005 - 2009. Diagnosis or reason for use: #1 and #2: abdominal aortic aneurysm.